Manufacturer narrative:
The tls3 14c was not returned, therefore no investigation could be conducted.

Event description:
During a gyn open hysterectomy, the tip started to melt off. This was noticed and the instrument was not used after the tip started to bend away. The tip did not come off the jaws, it had only peeled back. The instrument was discarded. No additional patient information was provided.